Event description:
The device was implanted on 6/12/97 for right subclavian infusion of drug. On 7/11/97,the facility nurse contacted a MFR nurse and reported that the pt's radiation therapy started on 6/12/97 through 6/26/97 for a total of 13 treatments. The pt received primary radiation to the chest ap/pa at 3,500 rads. On 7/1/97 through 7/3/97, the received bolus radiation to the right anterior rib ap2, d-max at 2,000 rads. The home health nurse attempted to access the device on 7/9/97 using a 22 gauge huber needle. The pt complained of "excruciating pain". The facility nurse was unsure if her attempt to access the device had been unsuccessful. The nurse was unable to aspirate the device and did not flush it. The device site was swollen; however, there was no evidence of erythema or "radiation burn". The pt refused to let the physician attempt to access the device yesterday (7/10/97) and was brought into the hosp for hydration therapy today (7/11/97). The MFR nurse recommednded that since it is unknown if the device is functioning, the facility nurse should attempt to reaccess the device and aspirate it. The use of emla cream on the device site and ice to numb the site was also recommended. The MFR nurse also recommended the facility nurse MFR's clinical services were also offered.